Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported she noticed the infusion set had fallen out when she woke up. No adverse event reported. Infusion set has been discarded. No product will be returned.